Event description:
Per oos, guidant lv lead was totally explanted. Atrial and lv leads were capped. System was removed due to infection. Also removed: kronos lv-t, MDR 1028232-2007-0314; guidant 0184, guidant 4513.